Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Contacted fse inquiring for repair details and patient information.

Event description:
The customer reported the ventilator could not recognize the patient is disconnected. It is unknown if the unit was in use on patient and if there's any patient harm reported.

Manufacturer narrative:
Follow-up conclusion / root cause: the field service replaced the gas delivery system (gds) to address the reported problem. Failure analysis on the returned gas delivery system (gds) found that the air flow sensor u1 of the air flow pcba in the gds was out of specification measuring the flow significantly too low and causing the air delivery/flow test to fail. While the customer complaint could not be replicated the defective air sensor may have contributed to the failure by indicating a smaller air flow increase when disconnecting the patient circuit. Replacing u1 resolved the problem, the air delivery/flow test passed.